Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. No compromised force sensor system alarms noted during testing. The motor passed the motor test. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked.

Event description:
Customer reported, the insulin pump alarmed during prime. Customer's blood glucose was 110 mg/dl. The device has not been dropped prior to the alarm occurring. The drive support cap was normal and does not recall if he pressed it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.